Manufacturer narrative:
Lumenis investigated the reported event by contacting the foreign employee to obtain patient information, treatment settings, and patient photographs, which were provided, except for patient photographs. No subject device malfunction was reported or observed by the user facility. Subject device was installed on (B)(6) 2014 and periodically serviced by lumenis technical engineer. An examination of the subject device by a lumenis engineer on (B)(6) 2014 and (B)(6) 2015 concluded the device operated to manufacture specifications. The engineer stated they completed a full preventive maintenance service on the device with no identified out of specification parameters. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical director reviewed the reported event details and concluded:"in regards to the provided patient and treatment-related data (including treatment parameters but excluding baseline, post treatment and adverse event patient picture), it appears clearly that the patient got treated with excessive fluence for the described skin type. Although it was not specified, no test patch was apparently made as per manufacturer's guidelines else it would have become obvious that these settings were not appropriate. It was described that the patient sustained a burn, which severity and resolution post the event remain undetermined. In abundance of caution, it is assumed that it may have contributed to permanent impairment since m22 ipl burns (higher likelihood of first degree burn than of second degree and 3rd degree may be excluded), caused by excessive fluence, usually result in pigmentation changes exceeding 30 days on asian skin type (considered as skin of color). It is also to be noted that the system was subject to use error as the operator selected parameters which applied to a different device, the lumenisone." Lumenis concluded the probable root cause of the reported event to be operator error, a failure on the part of the device operator to follow the device labeling instructions. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution.

Event description:
Lumenis foreign employee reported that foreign user facility complained on (B)(6) 2018 about one (1) patient sustained a burn of unknown severity to face (cheek) following treatment on (B)(6) 2014 with a lumenis m22 laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.